Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Troubleshooting with tandem technical support was performed and connection regained. Customer's blood glucose level was 209 mg/dl.